Event description:
It was reported that, "patient was stable but complained of squeaking hip, therefore a revision was performed. There was black residue found in the hip during revision."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9616680-2011-00131.